Event description:
It was reported that the patient complained of phrenic nerve stimulation (pns). The device was reprogrammed, however, the pns reoccurred. Further reprogramming was attempted but was unable to resolve the pns. A right ventricular (rv) lead perforation was suspected but not confirmed. An rv lead revision is anticipated to be performed. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.